Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 650 mg/dl. Reportedly, the customer exposed the insulin to cold temperatures before filling cartridge. A manual insulin injection was administered to address bg level. Tandem technical support educated customer on insulin and cartridge labeling.